Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was reported that it was explained to the sales representative that the nerve potentials were taken when the nerve was visualized and no other trouble shooting was performed. The patient was in ICU for a week with continued weakness. The patient needed a tracheostomy in order to breath post-surgery. The stim made an audio delivery sound but no or little potential was achieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional that during thyroidectomy potential cancer and a very large gland the neuromonitoring technician operated the vital during the case, and said although the surgeon visualized the nerve and stimulated it, they did not evoke a potential. Uncertain if a weakened potential occurred or if the nerve had a palsy before the procedure or during it. The procedure was completed with the reported product(s). Post-procedure the patient had stridor, and subsequently put on a ventilator through a tracheostomy and was placed in ICU.